Manufacturer narrative:
Review of product labeling adequately identifies post-operative instructions, including no smoking, and pain, delayed, or non-union as possible complications.

Event description:
A revision surgery was performed to address post-operative radiculopathy and pain resulting from pseudarthrosis. Per the surgical report, the pt continued to smoke post-operatively.